Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. The customer plugged the pump into the power source and after some time the pump was able to be turned back on. The customer's blood glucose level was 204 mg/dl. The customer delivered a manual injection. It was indicated the customer had manual injections available as alternate insulin therapy.